Event description:
It was reported that oversensing was observed on an episode and the event was not a true non-sustained ventricular tachycardia episode as recorded. Additionally, low r-waves were noted since implant. During the verbal report of the transmission, the physician was adamant that the patient had received shocks that day from the patient's extravascular implantable cardioverter defibrillator (ev-ICD) and they were concerned the device was not "working well" and not correctly detecting ventricular tachycardia (vt) based on patient's symptoms of lightheadedness. Upon review, there were no recorded episodes of shocks or therapy. The patient was admitted to the hospital. Both the device and extravascular (ev) lead remain in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Continuation of d10: product ID ev240163 (evl011409v); product type: 0264-lead-hv; implant date (B)(6) 2025 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.